Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had an intermittent touch screen. It is unknown under what circumstances the event occurred or if a patient was involved.

Manufacturer narrative:
Revert all sections to blank : b. Adverse event or product problem d. Suspect medical device e. Initial reporter g. All manufacturers h. Device manufacturers only complaint record being cancelled as it is a duplicate to tw# (B)(4).;mfg report number 2249723-2022-01551.

Event description:
Complaint record being cancelled as it is a duplicate to tw# (B)(4).;mfg report number 2249723-2022-01551